Event description:
It was reported that the customer experienced intermittent "high" blood glucose (bg) levels. Cause was unknown, and specific bg values were not provided. The infusion sets and cartridges were changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.